Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
Visual inspection confirmed that the returned product fractured through the thickness, at the base of the locking post, separating it completely from the flat portion of the tasp. Dimension evaluation found that the thickness conformed to print specifications. Other dimensions could not be evaluated because the product was fractured. Lot 63194176 was previously reviewed and conforming. This device is used for treatment. It is unknown how and why the instrument fractured and whether it was maintained and used as per the surgical technique. A definitive root cause cannot be determined with the information provided.